Event description:
The pt stated that his blood glucose has been high since 2007. He stated he received a reading of 550 mg/dl at 9pm and he gave him self 25 units of insulin and changed all of his accessories. He stated his blood glucose lowered to 100 mg/dl. He stated he gave himself another 20 units of insulin at midnight. He stated that at lunch today (prior to event date) his blood glucose was 500 mg/dl and he gave himself 25 units of insulin and his blood glucose lowered to 100 mg/dl. He stated his blood glucose is "normally in the 200's." He stated that any time he needs more than 6 units of insulin he gives himself an injection instead of a bolus. The pt stated he feels very thirsty when his blood glucose is high. The pt stated he believes there is something going on with his body and it is not his infusion device. He stated he will discuss this with his physician at his upcoming appointment. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.